Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. Review of the stored egm noted no anomalies. The device was tested on the bench and no anomalies were found. The cause of the reported anomaly could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after completing the implant procedure, noise was observed. The pocket was reopened and the noise was reproduced with manipulation. The device was explanted and replaced. The patient was stable after the procedures.